Manufacturer narrative:
(B)(4). The customer reported that although a patient alarm occurred, the user felt that the time limit for the alarm was shortened. The patient took themselves off of the monitor and the patient died. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that although a patient alarm occurred, the user felt that the time limit for the alarm was shortened.